Event description:
It was reported that the broken nail together with one x-ray dated (B)(6) 2010 was returned. According to the accompanying questionnaire, the nail was implanted on (B)(6), 2010 at (B)(6) hospital and explanted on (B)(6), 2010 at (B)(6).

Manufacturer narrative:
Na